Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that the irrigation/aspiration system was not functioning during cataract surgery (with intraocular lenses implant). The surgery was completed on same day, after replacing the product with new one. There was no patient impact. This report pertains to one of the two cassettes involved in reported events reported from the same facility.